Event description:
Customer reported the pull tab located on the panel is missing. Customer did not provide a date when discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed that the pull tab is missing on the end rail of the foot panel. However, there is a broken slider on the patient access of the left panel. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the patient from the damaged bed and exchange it for a bed in good working condition. Never use the bed if the zipper pull-tab is missing or broken. (B)(4).